Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the driver (rh2.5) would not disengage from the implant during placement. The implant had to be removed with a wrench. The implant was not stable in osteotomy and was removed. Bone graft and 3-4 months for additional healing. Patient was rescheduled for new implant. Tooth location 12.

Manufacturer narrative:
One retaining 2.5mm hex driver short (rh2.5) was returned for investigation. Visual inspection of the as returned product identified wear about the driver body and hex. Functional testing revealed that the devices assemble as intended, and disengage as normal when tried in with the implant drive feature, no device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined. Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection.

Event description:
No further event information available at the time of this report.